Manufacturer narrative:
This report is submitted on 19 april 2021.

Manufacturer narrative:
This report is submitted on 15 mar 2021.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted on (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery.